Manufacturer narrative:
The underlying cause could not be determined however the issue was confirmed for a cracked seat shell. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The back is cracked and the hardware is broken as well.